Event description:
It was reported that this event occurred in the 4th floor ward area during removal from the (B)(6) female patient's right subclavian. The patient involved in this event weighed (B)(6). The patient was undergoing transgastric, pancreatic necrosectomy for relief of acute pancreatitis. It was reported that no difficulties were identified on insertion of the swg, therefore no x-ray was performed during the course of product use to confirm placement. The entire swg was spontaneously protruding from the tip of the cvc upon removal from the patient. The user confirmed that the entire swg remained intact, although there was a small section of swg that appeared bent. As a result, the device was removed, intact. There was no delay, harm, complications, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).